Event description:
It was reported that during da vinci-assisted pyeloplasty surgical procedure, error 23025 occurred on the patient side manipulator 1 (psm). Before calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had power cycled the system, but it did not fix this issue. The customer used psm2 to continue procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The psm was disabled, and procedure was completed robotically with original configuration. Patient demographic was not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the psm to resolve the issue with errors 23025. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the psm involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The patient side manipulator (psm) was analyzed and found to have failure. A visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 3 motor will be replaced as a precaution. The complaint was not confirmed based on the field evaluation but confirmed in the logs.

Event description:
Refer to h10/h11 for follow-up information.